Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. The device had cracked case on lcd display window corners, cracked reservoir tube, cracked battery tube threads, scratched screen, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was stuck in the rewind/prime process, and insulin squirted out. No further information was provided.